Event description:
It was reported that the ventilator went inop with an audible alarm while connected to a patient. No patient harm reported. It was also reported that the ventilator was hot to the touch.